Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). During preparation, a 4.00x38mm synergy stent delivery system (sds) was selected. The shaft of the sds kinked during insertion into a guide catheter, thus it was difficult to push it in. The sds was pulled out of the guide catheter. While trying to straighten the kink, the device broke in two. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 57.5cm distal to the strain relief. A tactile and visual examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No issues existed with the profile of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). During preparation, a 4.00x38mm synergy stent delivery system (sds) was selected. The shaft of the sds kinked during insertion into a guide catheter, thus it was difficult to push it in. The sds was pulled out of the guide catheter. While trying to straighten the kink, the device broke in two. The procedure was completed with another same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.